Manufacturer narrative:
Baxter received and evaluated the device. The evaluation confirmed and reproduced the "does not recognize a closed door" caused by a loose upper link screw. The evaluation found door not fully latched messages, which corresponds to the reported symptom. The screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump did not recognize a closed door and has a broken door sensor. It was also reported there was no pt injury.